Event description:
It was reported that during an unknown procedure, there was pneumoperitoneum leaking from the trocar. A 5mm scope was being used at the time and it is believed that the same trocar was used to complete the case. No additional information is available. No patient consequence was not reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.